Manufacturer narrative:
Insulin pump received unable to verify the displacement test due to detached end cap. No loose drive support cap anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as damage to the drive support cap. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin pump for high blood glucose. Customer stated that the whole end of the insulin pump came off where the drive support cap. Customer reports the drive support cap was sticking out. The insulin pump will be returned for analysis.